Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Pain and port displacement are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: additional pain, chest pain, incision pain and port site pain."

Event description:
Patient reported alleged displacement on two different occasions. The first event was noticed when patient felt "sharp pain" around their abdomen. During a follow-up appointment, the surgeon performed a fluoroscopy that confirmed the alleged displacement. Patient stated the port "ripped from the stomach wall and the stitches were still in the port." The surgeon repositioned and resutured the port. Patient is reportedly experiencing another alleged port displacement confirmed by fluoroscopy. To date, surgery has not been performed for the second port displacement.